Manufacturer narrative:
(B)(4). The evaluation of the received device log showed that after the start of the nebulizing program, a software error alarm indicating a failed handling of the remaining nebulizing time was generated four times in a row. This prompted automatic restarts of the breathing sub-system to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts, with persistent inability to handle the remaining nebulization time, the ventilator per design subsequently generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator was manually turned off and on again (rebooted) which indicates that the cause was a temporary corruption of data, or data that was momentarily perceived as corrupt, by the breathing sub-system at the time. In conjunction with the four unsuccessful restarts attempts, the breathing sub-system could not connect to its persistent memory which has parameter information stored. In such situations, the ventilator will by design start up in infant patient category with default settings. Our conclusion is that a problem occurred with the breathing sub-system. It was detected by the system and alarms were generated. The cause was a temporary corruption of data. The reason why this corruption of data had occurred has not been determined.

Event description:
(B)(4).

Manufacturer narrative:
On (B)(6) 2015 03:49 pm (gmt-5:00) added by (B)(6): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that while connected to a patient the ventilator generated a technical error code indicating disabled valves. The ventilator was replaced with another one. There was no patient harm. (B)(4).